Manufacturer narrative:
The device has been received for evaluation. Upon completion of baxter's investigation a follow up medwatch will be submitted. (B)(4).

Event description:
The facility representative reported a colleague infusion pump with damaged phm display. It is unknown when the event occurred; however, it was identified in the "ER" department. There was no report of patient involvement, injury, or medical intervention necessary. No additional information is available. The software version for the device is currently not known.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a damaged pump head module display was not confirmed nor reproduced during product evaluation. Also, the quality engineer has not determined the cause. Since no assignable cause was provided during product evaluation, no repair was necessary or performed for the reported condition. A device history review was performed with no exceptions found during manufacturing. A service history review revealed no previous service events were related to the reported condition. This is involving a pump with software version 6.13.90 which is categorized as a colleague 2006.